Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the footprint broke into pieces outside the patient. The procedure was completed with a s+n back up device. The back up device was used in the originally drilled bone hole. No void was left in the patient. The instrument used to prepare the insertion site was a 3.8 drill. The patient current status is good. The surgeon was normal satisfied with the surgical outcome. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection found the device outside the original packaging. The anchor and suture materials are attached to the insertion device. The distal end of the anchor is fractured away at the suture window. There is debris on the anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the anchor broke outside the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).